Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead had triggered an impedance alert for low impedance. Also noted was increasing thresholds, and atrial oversensing which resulted in false mode-switch operation on the implantable cardioverter defibrillator (ICD). Both the ra lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.